Manufacturer narrative:
Device was not returned to edwards for evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the valve moderate-severe pvl and stenosis cannot be confirmed. However, per report it appears probable that the sapien xt valve was slightly undersized for the patient anatomy. The cause of the stenosis cannot be determined based on the limited information provided. It is possible that the progression of pre-existing disease processes (severe aortic stenosis) may have been a contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist (fcs), approximately 7 years post implantation of a 23mm sapien xt valve in the aortic position via transfemoral approach, the patient was being evaluated due to moderate-severe paravalvular leak (pvl) and stenosis. Approximately 10 weeks later the patient underwent a valve in valve (viv) procedure with a 23mm sapien 3 ultra (s3u) valve. During the viv procedure, the sapien xt valve was re-dilated with a 23 true balloon to address the pvl and get the valve fully expanded in order to implant a fully expanded 23mm s3u. Post deployment of the s3u valve, there was no pvl and the gradient was 0 mmhg via cath and 5 mmhg via echo. The procedure had no complications. The patient is doing well. During work-up, the lvot area measured approximately 426 mm2 by CT (at the 1.5 mm mark). It was reported that based on that measurement, it is probable that the 23 mm sapien xt was originally slightly undersized for the patient anatomy.